Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a dexcom g7 continuous glucose monitor would not pair with the ilet after approximately two days of use, while the dexcom mobile application continued to display glucose readings, indicating the sensor and transmitter were functioning and the issue was limited to pairing with the ilet. Symptoms included no clinical symptoms. Outcomes included no impact on health and no hospitalization. Investigation included troubleshooting steps such as bluetooth toggle, device restart, and re-entry of the pairing code, which enabled the user to reinitiate the pairing process. Investigation of this case revealed a communication or connectivity issue between the cgm and the ilet that was mitigated by standard troubleshooting, consistent with software pairing behavior. It was concluded, based on previously established findings for similar reports, that the cause was a transient device communication issue resolved through troubleshooting.